Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Upon further review of the original rationale not to file a MDR, it has been determined that the rationale was not sufficient and therefore this MDR is being filed. Device history records could not be reviewed as the lot number is unknown and therefore, field life cannot be determined. This device is used for treatment. The manual orthopaedic surgical instruments indicates that instrument sets should be verified for content and functionality prior to use. It also states "visually inspect for completeness, damage and/or excessive wear" and if damage or wear is noted that may compromise the function, a zimmer representative should be contacted for a replacement. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the drill bit fractured and the fractured portion remains in the patient.